Manufacturer narrative:
A steris service technician inspected the processor and during testing of the unit, the technician was able to duplicate the water leak from the processor's lid. The technician further inspected the processor and found the lid mount required adjustments and the roll pin required replacement. The technician also adjusted the pressure between the tray and inflatable seal. Following the technician's repairs, he ran several cycles and confirmed the processor to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from the lid of their system 1e processor. No report of injury or procedural delays or cancellations.